Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received multiple therapies for slow ventricular tachycardia (vt). On some events, the shocks converted the rhythm, however, the patient remained in a fast supraventricular tachycardia (svt) and got more shocks which lead to therapy exhaustion. The field representative discussed programming options with boston scientific technical services (ts), but based on the current programming there were no further options available. Additional information was received that the patient had a vt ablation which appeared to have been successful as the vt was not inducible post-ablation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
Additional information was received indicating this device was later explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.